Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a distal superficial femoral artery. The ht command 18 guide wire had been used in the procedure with no issues. The guide wire was removed and placed in a bowl of heparin saline for an extended period with the intention to be used again in the patient. However, the polymer coating was observed coming off the guide wire in pieces. The guide wire was not re-inserted in the patient. There were no adverse patient effects and no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire and the reported polymer separation was confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database and similar incident query for this product were not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was determined the reported polymer separation appears to be related to operational circumstances of the procedure. Although it was reported that the guide wire was placed in a bowl of heparin saline for an extended period with the intention to be used again in the patient, based on the returned analysis the noted polymer coating did not appear to be deteriorated, dissolved or breaking off the core. In this case, is likely that during advancement and/or the procedure, the polymer coating became damaged against the anatomy or other devise used. Manipulation during retraction ultimately resulted in the reported reported/noted polymer separation and subsequent damages. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.